Event description:
It was reported that part of the insertion instrument became lodged in the implant and was implanted along with it.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.